Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating, and provider was having trouble logging into the system. A field service engineer (fse) inspected the system and was unable to log into the pyxis software due to authentication failure. Checked the ethernet cable by unplugging it and connecting it to laptop, no internet detected on that port. Tested a different port and confirmed network availability, indicating a network-related issue. Engaged hospital it for assistance; after the it team intervention, the customer verified the system was online. The system functioned as intended after the hospital it resolved the issue.